Event description:
The customer contact reported the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department from an unknown floor with no note attached. No specific patient information, pump programming, or event details were not available. There was unknown reports of any adverse patient events, and unknown reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.